Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of surgical aortic valve degeneration, dyslipidemia, hypertension, and previous cardiac surgery with an aortic prosthesis underwent a transcatheter aortic valve implantation procedure using the transcatheter aortic valve evfxplus-23. During the procedure, the device was recaptured four times. Moderate paravalvular leak (pvl) was observed, located towards the septum. No acute complications occurred during the procedure, and both device and procedural success were achieved. The patient was discharged home three days after the procedure with persistent moderate pvl. No late complications were reported following the procedure.

Event description:
It was reported that a patient with a history of surgical aortic valve degeneration, dyslipidemia, hypertension, and previous cardiac surgery with an aortic prosthesis underwent a transcatheter aortic valve implantation procedure using the transcatheter aortic valve evfxplus-23. During the procedure, the device was recaptured four times. Moderate paravalvular leak (pvl) was observed, located towards the septum. No acute complications occurred during the procedure, and both device and procedural success were achieved. The patient was discharged home three days after the procedure with persistent moderate pvl. No late complications were reported following the procedure. Additional information was received that the valve was recaptured four times in order to achieve an optimal implant depth and alignment with the axis of the aorta and the previous non-medtronic (magna ease) surgical valve. The case was noted to be challenging as the transcatheter valve was being implanted valve-in-valve into a small surgical valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.